Event description:
The customer reported via phone call that the insulin pump had an erratic keypad with intermittent button response. The customer stated that he had the insulin pump in his pocket and when he tried to press the buttons, they sometimes worked and, other times, did not. He stated that most commonly, the act and b buttons would not work. The customer's blood glucose was 80 mg/dl. He stated that the insulin pump may have been exposed to a little bit of moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at the keypad traces. No button error alarm was noted. No moisture damage was found inside the pump. The insulin pump was also received with a cracked case at the display window corner and with a minor scratched display window.